Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon struck the impactor with a mallet repeatedly and as per normal, to insert the pinnacle sector cup. The mobile connection between the weighted base and main impactor handle fractured. The surgeon continued to hammer the impactor to seat the cup. Additional consignment tray opened to replace instrument for remainder of case. Both parts were accounted for and tagged for replacement and return. The incident did not adversely impact the patient.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.